Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exhibited left sided facial droop as well as left sided unilateral weakness on (B)(6) 2022. A computerized tomography (CT) scan suggested right thalamic and possible right cerebellar stroke. It was also reported that the patient had a run of ventricular tachycardia (vt)on (B)(6) 2022 that required a shock by the implantable cardioverter defibrillator (ICD). Amiodarone was bloused and infusion was started. They had 3 more subsequent runs of vt that all required shocks from the ICD. On (B)(6) 2022, after no vt for 2 days in a row, lidocaine and amiodarone weans were started and completely discontinued by (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the patient¿s arrhythmia; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.